Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: the event date is unknown, according to the customer, this patient's valve has been checked several times over the las year but this is the first time they have called with questions about potential design change. The device product code, lot serial number are unknown the valve was implanted 20+ years ago. No adverse consequences reported. According to the customer, the patient was not exhibiting any negative symptoms, so the decision was to leave the non-functioning valve in place. Valve not available for return implanted.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer called with question of whether product design, specifically the orientation markers on the chpv (hakim valve, unknown ID), have been changed since the shunt was launched around 20+ years ago. They believed that there was no orientation marker on the implanted valve, because it could not seen on x-ray. Upon further examination, it was determined that the strator had been dislodged from the valve itself, so the valve was no longer functioning. The patient had not been experiencing any symptoms, and it is not clear how long the shunt had been in this dislodged condition. According to x-ray review, it appears to have happened many months ago. No patient harm reported and it is unknown if revision surgery is planned.